Event description:
It was reported that the pt had decreased therapeutic effect from the baclofen. Imaging studies revealed that the catheter had withdrawn from the intrathecal space. A catheter revision was done. The pt recovered without sequela. There were no complications reported up until the time of this report. The pt was to follow-up post operatively with their physician.

Manufacturer narrative:
(B) (4).